Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump keypad was sticky and select button was unresponsive. Customer¿s blood glucose was 11.9 mmol/l at the time of incident. Customer stated that buttons were responsive. Customer stated that insulin pump was not exposed to moisture. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that button was not unresponsive during an easy bolus attempt. The insulin pump will not be returned for analysis.